Event description:
It was reported that the patient was to have his implantable neurostimulator (ins) explanted due to an infection at the implant site. It was noted that the patient was on the operating-room (or) list for explanting the ins. In addition, the patient had a special parylene-coated ins due to an allergy to silicone. It was planned that the patient was to be explanted on (B)(6) 2012, and that the device was to be sent back for analysis. No injury or death was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not have meningitis, no culture was obtained, and the location of the infection was the device pocket. The patient was given oral antibiotics, the patient symptoms included fever and redness, and patient outcome was noted as infection resolved.

Manufacturer narrative:
(B)(4).